Manufacturer narrative:
Patient information was unavailable from the site. The hardware investigation found that the reported event was related to a hardware issue. The interface (umbilical) cable has a broken cable wire (pin 7) the reported issue was confirmed to be caused by an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion case, the mvs appeared to be acquiring frames from the pleora iport at a slower rate. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. No further details regarding this issue were provided.